Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board (sib) was replaced and the system was returned to service.